Event description:
I have a lot of pain in my left hip. I have been to an orthopedic and a chiropractor and both said nothing came back on xrays but a lot of inflammation. Never had this pain until I got essure.